Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes educator that the customer was hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of less than 50 mg/dl at the time of the incident. The caller believes the customer is not checking their blood glucose regularly. The caller believes the customer needs to be retrained on pump use. The caller also inquired about how to manually enter blood glucose readings on a 630g pump. The caller is unsure if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.